Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records reviewed verified that this lot met all pre-release specifications.

Event description:
In 2006, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. In 2009, follow up computed tomography (CT) images showed a lack of aortic wall apposition in the distal trunk-ipsilateral leg endoprosthesis, possibly due to aneurysmal expansion of the right common iliac artery. There was no evidence of an endoleak, however. Twenty four days later, the patient underwent a reintervention to extend the trunk with additional gore stent-grafts. The patient emerged stable with no further complications.